Manufacturer narrative:
It was reported that the entry point of trajectory changed when the surgeon clicked to change the view. A DHR and a complaint history review were performed and did not identify any contributory factors to the event. A test was performed at the manufacturing site to reproduce the issue and confirmed that a change of entry point occurred with the mouse tool. A design defect reference was created to assess the subject issue.

Event description:
The surgeon was performing the planning of a biopsy on rosanna software. The surgeon was almost finished the planning and changed the view in one of the 4 windows to cross-section-view. In cross-section-view he clicked in the image and rosanna changed the entry point to the position, where he clicked. He noticed this directly and changed it again.